Manufacturer narrative:
The product details provided with the initial medwatch report were incorrect. The correct product details have been updated with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a low suspend alarm from the insulin pump. The customer stated that the pump went into threshold suspend and his blood glucose reading was 160 mg/dl. The customer stated that the sensor glucose was 220 mg/dl. The customer was offered to troubleshoot. The customer stated that he inserted a new sensor and has not connected the pump to it because he was charging it. The customer stated that he has been having issues within the last 2 weeks. The customer was advised to contact 24 hour hotline to troubleshoot if the issue continues.